Event description:
Device failed pm - worked then no output confirmed complaint: no output. Bad main pc. Not repairable. Repair order 98199 1216677-2022-00115 quantum2000 electrosurg 909075 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Manufacturer narrative:
Investigation inspect returned samples *analysis and findings complaint (b)(40. Distribution history: this complaint unit was manufactured in 1990's. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: given the age of the device and no history of requiring service the root cause is attributed to wear and tear. Corrective actions the unit was not repairable and scrapped out per the customer's request. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. *was the complaint confirmed? Yes.

Event description:
Device failed pm - worked then no output confirmed complaint: no output. Bad main pc. Not repairable. Repair order (B)(4). Quantum2000 electrosurg 909075 e-complaint- (B)(4).